Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a lower limb mechanical thrombectomy interventional procedure using a 6f sheath. Reportedly during removal, the device became stuck. It was attempted to further advance the device but the device remained stuck. The patient was asked to hyperextend the leg and at this moment, the device was able to be removed. Use of the proglide device was abandoned. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device from the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to difficulty to remove the device from the anatomy may include, but not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2920 removed.